Event description:
The pt reportedly was experiencing vibration from the internal device and no sound sensation. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the pt's device has been scheduled.